Manufacturer narrative:
(B)(4). Email address - (B)(6).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G2 report source - additional information. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation/correction information. H3 device not returned to mfg for eval: correction - box should be check marked in the initial as the product had not yet been returned. H3 reason for non-evaluation: correction - field should be left blank in the initial as the product had not yet been returned. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.